Event description:
It was reported that the ilet user accidentally dislodged the teflon 23-inch infusion set from its container during a supply change, resulting in interrupted infusion until a guided supply change was completed and insulin delivery resumed. No reported symptoms or adverse clinical effects. Outcomes included successful restoration of therapy and shipment of a replacement infusion set. Investigation included remote troubleshooting and user education on correct infusion set deployment and connector attachment. Investigation of this case revealed that the infusion set was deployed incorrectly, consistent with user handling error, and the device hardware functioned as intended. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.